Manufacturer narrative:
At analysis it was determined that the stylus no longer worked. It was then tested with a good display and it was able to select with the pen. It was additionally noted that the display had a small nick. Due to the lack of available replacement parts the complete computer platform was replaced. The software was reloaded and updated and the device passed all safety, console and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a "defect unknown." The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.